Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed.

Event description:
Customer reports that the machine alarmed "blood in dialysate" as soon as starting treatment, and the leakage was visible to the naked eye. No blood loss for the patient. No medical intervention necessary.